Manufacturer narrative:
UDI was not mandated in 2014 when this product was manufactured. 3m provides a product IFU with detailed instructions including warnings for proper use. These instructions include information regarding patient plate placement, use with implantable devices and use of radio frequency (rf) medical devices and active accessories. End of report.

Event description:
A hospital employee reported that a patient experienced a burn when an 8149f 3m¿ electrosurgical patient plate was used during a left lumber facet rhizotomy l2-s1. The ground pad was applied to either the patient's shin or calf. No injury was noted following the procedure when the pad was removed. The patient allegedly experienced what was thought to be a 3rd degree burn the size of a quarter and a blister the size of a dime on her buttocks. The patient reportedly had two preexisting spinal stimulator implants located in her back (left and right side) prior to the procedure. A nurse practitioner reportedly saw the patient two days following the event and instructed the patient to apply neosporin ointment. There was no information regarding further treatment.